Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the date of reoperation (release of ileus) is (B)(6) 2019. Reverse stitching was performed twice. Was this an actual preperitoneal surgery? Please describe the initial procedure. Tapp. On what tissue was the suture used? On the peritoneum. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure no further information is available. The diagnosis and indication for the index surgical procedure? No further information is available. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? No further information is available. Was there any precipitating stress factor for the reported event? No further information is available. What is meant by ¿release of ileus¿? Treat ileus surgically. What was the appearance of the suture during the second procedure on (B)(6) 2019? No further information is available. Did the suture pull away from the tissue or did the suture break post-operatively? No further information is available. If the stratafix suture broke post-operatively, where was the suture broken (termination, middle, end)? No further information is available. Other relevant patient history/concomitant medications? No further information is available. Lot number? The lot number is unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. What is the patient¿s current status? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent a transabdominal preperitoneal procedure on (B)(6) 2019 and barbed suture was used. The barbed suture was used for peritoneal closure. Four weeks post procedure, the patient complained of abdominal pain. The patient experienced an ileus and a second procedure was performed on (B)(6) 2019 for release of the ileus. For peritoneal dehiscence, the suture was removed and another suture was used. Reverse stitching was performed twice. Further details were not provided. Additional information has been requested.